Event description:
It was initially reported that a physician's handheld device was not functioning properly. Additional information received revealed that the handheld would freeze upon interrogation and the physician would have to reboot the handheld by removing and reseating the flashcard. The physician would also remove the battery; however, the issue continued. The physician was sent a replacement handheld and his old handheld was returned to the manufacturer for analysis. However, device evaluation has not been completed.